Manufacturer narrative:
Additional health effect - clinical codes: 1930 - unspecified infection. 4567 - lactate dehydrogenase increased. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, renal dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had chronic driveline infection (MFR# 2916596-2026-02020). The patient presented with shortness of breath, painful cough, and worsening abdominal wound drainage. The wound cultures were positive and the patient was admitted. The patient was transferred to the cardiac care unit (ccu) with chest pain, elevated lactate, and hypotension. They required urgent dialysis. The patient was not a candidate for surgical intervention or escalation of care. Goals of care were discussed and after consultation the patient was transitioned to comfort care. The ventricular assist device (lvad) was deactivated when mean atrial pressure (maps) fell below 50, and the patient passed away shortly after. Autopsy was not performed and the pump was not explanted. The outcome was device or therapy related.